Event description:
It was reported that the platform indicated user advisory 139 (unable to hold compression position) and stopped working during compression. The battery was re-inserted, platform re-started compression. However, the event was duplicated; user advisory 139 could not be cleared. It is not known whether the patient was adversely affected. No adverse event reported.

Manufacturer narrative:
Zoll medical corporation has received the device associated with this report; however, the device is still under investigation. A supplemental report will be submitted when the investigation is complete. No adverse event reported.